Event description:
Customer states that visual inspection of pump shows the door latch is bent. No pt impact.

Manufacturer narrative:
Investigation found that impact bent platen door causing pump failed free flow test. Platen door was replaced to resolve the issue.